Event description:
Pt in or for single thickness skin graft to surgical wound. Dermatone skipped taking a jagged, non-solid piece of skin. Second dermatone used without complications. Approx age of device unknown.